Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the multiloc peg was introduced with the applicator in an attempt to lock, but the locking holes were found to be misaligned. The surgeon removed the nail and observed that it was damaged at the zone of the tip connection of insertion handle. The implant was changed for a new one. Procedure was completed successfully with a delay of ten minutes. There was no patient consequence. This report is for a insertion handle for multiloc humeral nailing system. This is report 3 of 3 for (B)(4).